Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
It was reported that when the pt met with her physician it was noticed that the infusion device was not in run mode 56% of the time. The pt does not noticed the infusion device being in stop mode and has not heard an audible alert informing her that the infusion device is going into stop mode. It is normal for the pt to have erratic blood glucose levels. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.